Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticm5_12.1 implantable collamer lens, -10.00/+1.0/126 (sphere/cylinder/axis), during the same surgery due to the back haptic of the lens was hung up in the injector and was damaged. There was no patient injury noted. The lens was replaced with another same model/length lens and the problem was resolved. The eye is stable. The cause of the event was due to the device.